Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 105 mg/dl at 6:41 p.m., 456 mg/dl at 6:43 p.m., 165 mg/dl at 6:50 p.m., 112 mg/dl at 6:53 p.m., and 148 mg/dl at 6:57 p.m. On another day, the patient received the following results within 15 minutes: 262 mg/dl at 5:45 p.m., 150 mg/dl at 5:48 p.m., and 130 mg/dl at 5:55 p.m.